Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles/abnormal symptoms") and infection ("infections"). The patient was treated with surgery (underwent a bilateral salpingectomies and hysterectomy to remove essure). Essure was removed. At the time of the report, the abdominal pain, back pain, menorrhagia and infection outcome was unknown. The reporter considered abdominal pain, back pain, infection and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tubes"), uterine perforation ("perforation (uterus)"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles/abnormal symptoms"), infection ("infections"), hormone level abnormal ("hormonal changes"), infected cyst ("cyst infection/right tube was collapsed into full of infection/infection (other) (in tube of large cyst)"), the first episode of rash ("rash"), headache ("headaches,"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), the first episode of eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), the second episode of rash ("rashes or skin conditions (rash)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea"), visual impairment ("vision problem/eye problem"), the second episode of eye disorder ("eye problem") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy), surgery (total hysterectomy) and surgery (underwent a bilateral salpingectomies and hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, back pain, menorrhagia, infection, weight increased, visual impairment, the last episode of eye disorder and abdominal pain lower outcome was unknown and the genital haemorrhage, hormone level abnormal, infected cyst, headache, migraine, nausea, dyspareunia, vaginal discharge, fatigue, alopecia, bladder disorder, urinary tract disorder and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, infected cyst, infection, menorrhagia, migraine, nausea, urinary tract disorder, uterine perforation, vaginal discharge, visual impairment, weight increased, the first episode of eye disorder, the first episode of rash, the second episode of eye disorder and the second episode of rash to be related to essure. The reporter commented: current weight 212lbs. Discrepancy noted with lab data confirmation test was performed but in this follow up ,did you undergo an essure confirmation test: no . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingectomy - on an unknown date: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: quality safety evaluation of product technical complaint. Hemorrhage nos recoded to genital hemorrhage. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tubes"), uterine perforation ("perforation (uterus)"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general),") in a female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included morbid obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles/abnormal symptoms"), infection ("infections"), hormone level abnormal ("hormonal changes"), infected cyst ("cyst infection/right tube was collapsed into full of infection/infection (other) (in tube of large cyst)"), the first episode of rash ("rash"), headache ("headaches,"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), the first episode of eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), the second episode of rash ("rashes or skin conditions (rash)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea"), visual impairment ("vision problem/eye problem"), the second episode of eye disorder ("eye problem") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy) and surgery (underwent a bilateral salpingectomies and hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, back pain, menorrhagia, infection, weight increased, visual impairment, the last episode of eye disorder and abdominal pain lower outcome was unknown and the genital haemorrhage, hormone level abnormal, infected cyst, headache, migraine, nausea, dyspareunia, vaginal discharge, fatigue, alopecia, bladder disorder, urinary tract disorder and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, infected cyst, infection, menorrhagia, migraine, nausea, urinary tract disorder, uterine perforation, vaginal discharge, visual impairment, weight increased, the first episode of eye disorder, the first episode of rash, the second episode of eye disorder and the second episode of rash to be related to essure. The reporter commented: current weight 212lbs. Discrepancy noted with lab data confirmation test was performed but in this follow up ,did you undergo an essure confirmation test: no . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingectomy - on an unknown date: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 9-oct-2018: pfs received.events: hormonal changes describe, abnormal bleeding (general),infection (other) (in tube of large cyst),rashes or skin conditions (rash), bladder or urinary problems or changes(weekly and didn¿t ever go away), migraines / headaches, nausea, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), tumor / teratoma / cancer (large cyst full of infection), pain (sharp pain), vaginal discharge, vision/eye problems, fatigue, perforation (uterus), weight ,gain (bloated like pregnant gained weight), hair loss, other (lots of pain like bloat headaches), perforation fallopian tubes (right tube was collapsed into full of infection) historical condition , concomitant disease, lot no. Were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), uterine perforation ('perforation (uterus)') and abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, pregnancy (number of pregnancies : 3) and parity 2 (total number of live births: 2(B)(6) 2002,(B)(6) 2004). Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles/abnormal symptoms"), infection ("infections"), infected cyst ("cyst infection/right tube was collapsed into full of infection/infection (other) (in tube of large cyst)"), rash ("rash"), headache ("headaches,"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), the first episode of eye disorder ("eye problems"), fatigue ("fatigue"), alopecia ("hair loss"), skin rash ("rashes or skin conditions (rash)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea"), visual impairment ("vision problem/eye problem"), the second episode of eye disorder ("eye problem"), abdominal pain lower ("lower abdominal pain"), scar ("scar ") and bacterial infection ("bacterial infection") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and uterine leiomyoma ("tumor / teratoma / cancer type: benign fibroids"). The patient was treated with surgery (total hysterectomy and underwent a bilateral salpingectomies and hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, back pain, menorrhagia, infection, weight increased, visual impairment, the last episode of eye disorder, abdominal pain lower, uterine leiomyoma, scar and bacterial infection outcome was unknown and the genital haemorrhage, hormone level abnormal, infected cyst, rash, headache, migraine, nausea, dyspareunia, vaginal discharge, fatigue, alopecia, bladder disorder, urinary tract disorder and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial infection, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, infected cyst, infection, menorrhagia, migraine, nausea, rash, scar, urinary tract disorder, uterine leiomyoma, uterine perforation, vaginal discharge, visual impairment, weight increased, the first episode of eye disorder, skin rash and the second episode of eye disorder to be related to essure. The reporter commented: current weight 212lbs. Discrepancy noted with lab data confirmation test was performed but in this follow up ,did you undergo an essure confirmation test: no . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingectomy - on an unknown date: results: confirming full occlusion of fallopian tubes. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one confirming- events which are same in pfs & mr.¿ abdominal pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporters information added. Event: scar and bacterial infection were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), uterine perforation ('perforation (uterus)'), abdominal pain ('severe abdominal pain') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, pregnancy (number of pregnancies : 3) and parity 2 (total number of live births: 2 (B)(6) 2002, (B)(6) 2004). Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles/abnormal symptoms"), infection ("infections"), infected cyst ("cyst infection/right tube was collapsed into full of infection/infection (other) (in tube of large cyst)"), rash ("rash"), headache ("headaches,"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), the first episode of eye disorder ("eye problems"), fatigue ("fatigue"), alopecia ("hair loss"), skin rash ("rashes or skin conditions (rash)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea"), visual impairment ("vision problem/eye problem"), the second episode of eye disorder ("eye problem") and abdominal pain lower ("lower abdominal pain") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and uterine leiomyoma ("tumor / teratoma / cancer type: benign fibroids"). The patient was treated with surgery (total hysterectomy and underwent a bilateral salpingectomies and hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, back pain, menorrhagia, infection, weight increased, visual impairment, the last episode of eye disorder, abdominal pain lower and uterine leiomyoma outcome was unknown and the genital haemorrhage, hormone level abnormal, infected cyst, rash, headache, migraine, nausea, dyspareunia, vaginal discharge, fatigue, alopecia, bladder disorder, urinary tract disorder and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, infected cyst, infection, menorrhagia, migraine, nausea, rash, urinary tract disorder, uterine leiomyoma, uterine perforation, vaginal discharge, visual impairment, weight increased, the first episode of eye disorder, skin rash and the second episode of eye disorder to be related to essure. The reporter commented: current weight 212lbs. Discrepancy noted with lab data confirmation test was performed but in this follow up ,did you undergo an essure confirmation test: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingectomy - on an unknown date: results: confirming full occlusion of fallopian tubes. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one confirming- events which are same in pfs & mr.¿ abdominal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: f/u 4 and f/u 5 processed together. Event fibroids was added. Medical history was added. On (B)(6) 2019: f/u 4 and f/u 5 processed together. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), uterine perforation ('perforation (uterus)') and abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, pregnancy (number of pregnancies : 3) and parity 2 (total number of live births: 2 (B)(6) 2002,(B)(6) 2004). Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles/abnormal symptoms"), infection ("infections"), infected cyst ("cyst infection/right tube was collapsed into full of infection/infection (other) (in tube of large cyst)"), rash ("rash"), headache ("headaches,"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), the first episode of eye disorder ("eye problems"), fatigue ("fatigue"), alopecia ("hair loss"), skin rash ("rashes or skin conditions (rash)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea"), visual impairment ("vision problem/eye problem"), the second episode of eye disorder ("eye problem"), abdominal pain lower ("lower abdominal pain"), scar ("scar "), bacterial infection ("bacterial infection") and paraesthesia ("hand use to fall asleep all the time before my hysterectomy") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and uterine leiomyoma ("tumor / teratoma / cancer type: benign fibroids"). The patient was treated with surgery (total hysterectomy and underwent a bilateral salpingectomies and hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, back pain, menorrhagia, infection, weight increased, visual impairment, the last episode of eye disorder, abdominal pain lower, uterine leiomyoma, scar and bacterial infection outcome was unknown and the genital haemorrhage, hormone level abnormal, infected cyst, rash, headache, migraine, nausea, dyspareunia, vaginal discharge, fatigue, alopecia, bladder disorder, urinary tract disorder and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial infection, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, infected cyst, infection, menorrhagia, migraine, nausea, paraesthesia, rash, scar, urinary tract disorder, uterine leiomyoma, uterine perforation, vaginal discharge, visual impairment, weight increased, the first episode of eye disorder, skin rash and the second episode of eye disorder to be related to essure. The reporter commented: current weight 212lbs. Discrepancy noted with lab data confirmation test was performed but in this follow up ,did you undergo an essure confirmation test: no . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingectomy - on an unknown date: results: confirming full occlusion of fallopian tubes. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one confirming- events which are same in pfs & mr.¿ abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: social media received. Reporters information added. Event: "use to fall asleep all the time before my hysterectomy" was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.